Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited noise when tested during implant procedure. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.1 cm. Analysis was normal. No anomalies were found.